Event description:
It was initially reported that the patient was experiencing withdrawal symptoms and a partial catheter blockage was suspected. At 3-5 weeks prior to the report date, the patient experienced a reaction of "redness all over the body and the face", thought to be due to the dose of morphine at a 30mg/ml concentration. The healthcare provider (hcp) was gradually lowering the morphine pump dose in order change patient over to fentanyl. Patient presented with withdrawal symptoms on (B)(6) 2012 of shaking, sweats, diarrhea, chemical taste, watery eyes and increased pain. The hcp had the patient put on a fentanyl patch on (B)(6) 2012, which helped resolve the withdrawal symptoms. At that time, the hcp was unsure of what caused the symptoms, but suspected a partial catheter blockage of some sort. Hcp had not done any testing and no volume discrepancies were noted at a refill on (B)(6) 2012. On monday (B)(6) 2012, the hcp removed the 30mg/ml morphine and diluted it to 10 mg/ml with saline, put it back in the pump and increased the flow rate. Hcp then programmed a bridge bolus (bb) of the 30 mg/ml concentration, with the diluted concentration actually administering 10mg/ml of morphine. On (B)(6), hcp removed the diluted morphine 10 mg/ml and added fentanyl 75 mcg/ml, then left the original bridge bolus running. The fentanyl reached the tip of the catheter and started to be administered to the patient as of (B)(6) 2012. The patient again presented to the hcp on (B)(6) 2012, reporting that the same withdrawal symptoms present again as of (B)(6) 2012, the day after starting to receive the fentanyl. The hcp was questioning the withdrawal being due to the low dose, but as the patient started to receive the correct fentanyl as of (B)(6) 2012, and continued to have symptoms as of (B)(6) 2012,therefore hcp was then contemplating performing further troubleshooting, such as a catheter dye test. The medication in the pump was initially morphine and saline, and as of (B)(6) 2012, the pump contained fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc. Serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).